Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: mbt cem keel tib tray sz4 knee tibial tray component; pfc*sigma c/s npor fem rt sz 4 knee femur component; pfc sigmarp stb tb in 4 10.0 knee tibial insert component; unknown knee patella component; smartset mv endurance 80g bone cement. (B)(4).

Event description:
The patient was revised to address loosening of the femoral component at the bone to cement and cement to implant interface. Cement manufacturer was depuy. Doi: (B)(6) 2005; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.